Event description:
Reporter reported that the surgeon was advancing a silicone lens model aq2003v into the cartridge prior to insertion into the eye and noticed the back haptic was broken. No pt contact or injury.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed the optic and a haptic is torn off and missing. Clear surgical residue on product. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.